Event description:
It was reported there was foreign material in the reprocessor basin during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Results from component analysis through elemental analysis and organic qualitative analysis detected peaks resembling a mixture of protein (possibly from pharmaceuticals or animal sources), hydrocarbons (possibly from hoses used in the cleaning machine), and inorganic substances. Based on the information obtained, it was not possible to identify the cause of the residual foreign material. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Review of repair history confirmed that the event was not caused by repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.